Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Correction: d4 - serial number has been updated. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Review of the most recent repair record determined the fork was broken. The spare oscillator and disassembled device were reassembled to resolve the reported issue. Review of the previous repair record identified the fork was heavily worn and the oscillator was replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and part and serial combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- czech republic investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw attachment suddenly stopped. No patient involvement. This event is related to a malfunction that could potentially lead to serious injury. However, in this case, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.